Manufacturer narrative:
The universal surgeon manipulator (usm) came into failure analysis with a reported problem of error 23138 which was confirmed as having occurred in the field and was also replicated. The logs recorded error 23138 pointing to axis 8. The unit was tested on an in-house system in normal mode where it triggered error 23138. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed sine cycle with error 23138 on axis 8.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 to resolve the pot to encoder error. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that they were having recoverable faults on arm 3. The tse verified 23138 errors on universal surgical manipulator (usm) 3. Prior to calling in, the customer performed a hard power cycle and emergency power off (epo) on the patient side cart (psc), but the error came back on startup. The tse ran the customer through an additional hard power cycle and epo on the psc, but the error again returned on power up. The tse suggested the customer to complete the procedure with 3 remaining arms. The procedure was completed robotically with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a ventral hernia repair procedure. The system was inspected prior to use, and nothing appeared to be out of the ordinary. Ports had already been placed on the patient when the issue was identified. The procedure was completed robotically using arms 1, 2, and 4. There was no injury to the patient.